Manufacturer narrative:
Correction: d4 serial number: corrected from (B)(6) to (B)(6). Claim # (B)(4).

Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. Implant date: unk. A lens work order search was performed. One similar complaints found. Claim # (B)(4).

Event description:
It was reported that a 12.6mm,tmicl12.6, -6.50/2.5/092 (sphere/cylinder/axis), implantable collamer lens was removed from the patients right eye (od) and replaced with a shorter length lens due to sizing. If additional information is received a supplemental medwatch report will be submitted.